Event description:
It was reported that the patient faced event on 21-mar-2026, where infusion set patch did not stick to skin upon insertion.

Manufacturer narrative:
Initial 6 of 6. Name tandem. Street 11045 roselle street. Line 2 suite 200. City san diego. State ca zip code 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.